Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the subject device by omsc confirmed following. The reported phenomenon was reproduced. There was no foreign substance on the electrical contacts of the video plug. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus was informed that an error message "scope communication err (e216)" was displayed on the monitor and the endoscopic image of the subject device disappeared during an unspecified therapeutic procedure. The user facility replaced the subject device with another device and completed the intended procedure. There was no patient injury report.